Event description:
It was reported that while using the bd instrument max clinical contamination was observed by the laboratory personnel. False positive results were reported due to the contamination. There was no indication that results were reported out and there was no report of patient impact. Assays used: unspecified. The following information was provided by the initial reporter: " 441916 - instrument max clinical - contamination instrument"

Manufacturer narrative:
It was reported that while using the bd instrument max clinical contamination was observed by the laboratory personnel. False positive results were reported due to the contamination. There was no indication that results were reported out and there was no report of patient impact. Assays used: unspecified. The following information was provided by the initial reporter: "441916 - instrument max clinical - contamination instrument".

Manufacturer narrative:
H.6. Investigation: the complaint of "environmental contamination" was reported against the bd max instrument catalog number 441916, serial number ct1221. Customer reported that they had n2 results on a wipe test and determined that the instrument is contaminated. Field service was dispatched. Field service conducted decontamination of the instrument, dismantled the casing to clean, clean the racks, and perform robot position alignments. Known negative patient sample test was ran and pass. Instrument was returned to customer functional. Complaint is unconfirmed as an instrument as the cause of the issue is due to contamination from the lab environment. No parts were returned to bd for investigation. The investigation consisted of a review of the instrument device history record from manufacturing, the instrument installation and service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend. H3 other text : see h.10.

Event description:
It was reported that while using the bd instrument max clinical contamination was observed by the laboratory personnel. False positive results were reported due to the contamination. There was no indication that results were reported out and there was no report of patient impact. Assays used: unspecified. The following information was provided by the initial reporter: " 441916 - instrument max clinical - contamination instrument".

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd instrument max clinical contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: unspecified. The following information was provided by the initial reporter: "441916 - instrument max clinical - contamination instrument."